Manufacturer narrative:
Review of CT¿s prior to the aptus endoanchors procedure, revealed that another manufacturer¿s stent graft system was implanted in the patient. The proximal neck was calcified and angulated approximately 50 deg maximum; relative to the origin of the iliac limbs. The max diameter aaa measured 88mm, and there was contrast seen outside the stent graft from a possible proximal type I and type ii endoleak. The limbs were patent. The cause of the aptus endoanchor events could not be determined from the pre-intervention films provided. Films during and post-implant of the anchors and endurant aortic cuff were not available for review. It could not be determined if the calcified proximal neck may have contributed to the persistent proximal type I endoleak.

Manufacturer narrative:
(B)(4).

Event description:
Aptus anchors were implanted in a patient for the endovascular treatment of an 87 mm diameter aneurysm. The patient had another manufacturer's device implanted approximately two months ago and there was a persistent type 1 endoleak. The physician wanted to use aptus anchors to seal the endoleak and deployed 10 anchors; however, the endoleak persisted. The physician then placed a palmaz stent which improved the endoleak but it did not completely resolve. The physician then implanted a 36/36/49 endurant cuff and it resolved the endoleak. The physician stated the cause of the event is unknown. No clinical sequelae were reported and the patient is fine.